Manufacturer narrative:
Due to additional information received, this follow-up 2 is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the follow-up 2 MDR in block(s) brand name (d1) and common device name (d2a), in section d - suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. The sheath was prepared, and after inserting the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that no damage was noted on the catheter or sheath. No abnormalities were noted during the preparation. Irrigation was performed using a pump at a flow rate of 10ml/h. Bubbles were observed in aspiration syringe and a leak was noted. No air was seen in patient. It was further reported that the leak noted after removing the dilator was at proximal end of the handle.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. The sheath was prepared, and after inserting the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that no damage was noted on the catheter or sheath. No abnormalities were noted during the preparation. Irrigation was performed using a pump at a flow rate of 10ml/h. Bubbles were observed in aspiration syringe and a leak was noted. No air was seen in patient.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress. The sheath was prepared, and after inserting the sheath into left atrium and removing the dilator, air was seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.